Event description:
A report of difficulty communicating with the implant was received. The physician decided to revise the system and implanted a new precision system. The pt is reportedly doing well.